Manufacturer narrative:
The cannula accessory was returned and evaluated. Failure analysis found the cannula to be bent. The cannula displayed damage at the distal end and it was bent inwards. An obturator test was performed and resistance was felt when the obturator passed through the tip of the cannula. The obturator test failed. Failure analysis concluded that the bent damage may be due to mishandling/misuse. No other damage was found. 80 - the instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the bent damage found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
The cannula accessory was returned to isi as part of the product notification. There was no failure reported by customer.